Manufacturer narrative:
(B)(4). One used sample was received for evaluation. The sample received was biohazard. Visual inspection did not reveal any defects. Functional tests were performed, and no failures were observed. The reported condition was not confirmed. The root cause was not identified. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
The facility contacted baxter canadian technical services to report an interlink IV catheter extension set with male luer adapter that the luer lock does not spin freely anymore because the twisted tubing causes the set to disconnect from the IV hub when it unravels. The customer provided feedback that they believe this is a change in the product. The process step that this malfunction was identified is unknown. It is unknown if there was patient involvement; there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. The customer reported condition was not confirmed; the root cause was not identified. If additional relevant information becomes available, a follow-up medwatch will be submitted. Additional information: a batch review cannot be performed since there was no lot number provided.